Event description:
It was reported that a pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed. During the procedure 3 watchman access systems (was) and two 30 mm watchman laa closure device & delivery system (wds) were used. The second 30mm closure device was released in the laa and the procedure was successfully completed. Approximately 2 hours post-procedure, the patient became hypotensive and a pericardial effusion with signs of cardiac tamponade were noted. A pericardial window was performed to drain 400 cc of fluid. Of note, the patient was difficult to extubate after the window procedure; the patient has a tracheostomy. No further complications occurred. The closure device remains implanted. The patient was doing fine and has been discharged to rehabilitation facility.